Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Four days after the event onset, the patient was treated with vancomycin injection (1 g, ongoing, route and frequency not reported) for peritonitis. Five days after the event onset, the patient was treated with ceftazidime injection (1 g, ongoing, route and frequency not reported) for peritonitis. At the time of this report, patient was recovered from the event. Pd therapy was ongoing. No additional information is available.